Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a buffer syringe malfunction due to use error. The fse observed that the customer was not maintaining the syringe correctly as per current revision of the au680 instructions for use. Replacement of the buffer syringe resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results on their au680 clinical chemistry analyser. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.